Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on an unspecified event date, an a1059 mayfield modified skull clamp had moved or shifted during surgery. It was unknown if there was patient injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement; when unit is properly positioned and put under pressure, unit will function properly. General maintenance and cleaning required. The device was manufactured in 2011. This device exceeds its expected life of 7 years. Complaint was not confirmed. Device identifier #: (B)(4).

Event description:
N/a.